Event description:
It was reported that the patient's vns system registered high lead impedance. The patient's vns did not have high impedance when the patient was previously seen about three months prior. The patient recently had a fall, which was assessed to possibly be a contributing factor. The patient was referred for revision surgery, but surgery has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's lead and generator were replaced due to high impedance. The explanted lead and generator were stated to have been discarded by the explanting facility.